Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels. Reportedly, the customer's low bg was approximately between 20-30, however, no values were provided for high bg. Customer declined tandem technical support's offer to trouble shoot and customer declined to provide further information.